Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The user interface was replaced to address the finding the user interface (ui) assembly was tested and no functional failures were identified. The reported complaint of the nav ring is not functioning were not duplicated this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the display was too dark dim and that touch nav ring wasn't working. The device was in use at the time of the event; however, there was no patient harm.